Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead became extrinsically distorted due to stylet/guidewire coating. The stylet/guidewire was damaged, and the lv2/lv3/lv4/proximal conductors of the lead were distorted due to the guidewire coating adhering to the conductor. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the competitor guidewire's hydrophilic coating adhered to the coilfilars causing the guidewire to stick in the lead lumen. As a result, the coil filars became distorted when trying to pull the guidewire out of the lead. It also found the guidewire tip was damaged in the lead distal end/tip nose.

Event description:
It was reported that during an implant procedure, a competitor guidewire was used with the left ventricular lead and got stuck in the lead. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.